Manufacturer narrative:
Investigation conclusion :a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant sars result. Customer states initial test using lot 3655790 (which had been stored/exposed to heat conditions above 88f for over 1 year) produced a positive result. Two tests using lot 2202001 (stored in correct temperature conditions), produced 2 negative results. Customer states they have a sore throat and no confirmation testing has been performed.